Event description:
A consumer reported that following bilateral intraocular lens (iol) implant surgery, she gets a strobe light effect in her vision when both eyes are open and it is very bothersome. The consumer reported that she has a different manufacturer's lens in her fellow eye. The consumer reported that she sees better at distance and near and colors with this eye. The consumer reported that she is going to tell her surgeon she wants her fellow eye's lens exchanged for the model lens she has in this eye. At the request of the consumer, the surgeon was not contacted.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The root cause could not be identified by the investigation. There have been no other complaints reported in the lot number. At the request of the consumer, the surgeon was not contacted. (B)(4).